Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was 147 mg/dl and that she delivered a bolus, and the blood glucose dropped to 44 mg/dl. She declined troubleshooting and the blood glucose was back up to 71 mg/dl at the end of the call. The insulin pump was not replaced or returned for analysis.